Event description:
Registered nurse (rn) assessed the positioning of an introcan safety® IV catheter 20g x 1.25 fep (s) pt's on left hand near wrist of patient realizing that IV site not flushing. Rn removed this introcan safety® IV catheter 20g. The site of the patient's IV catheter 20g that was on left hand near wrist had a dressing that overlapped with another IV catheter 20g site dressing located on the left lower forearm. Resistance was not met when introcan safety® IV catheter 20g on left hand near wrist was removed. IV catheter that was removed from patient was compared to an unused 20g IV catheter and measured by charge rn. It was found that 2 cm of the used IV catheter were missing. Orders were received for venous ultrasound of left extremity. Patient stated that pain on his left extremity is a 0/10 at this time. Original packaging had been discarded. Patient had radiology studies which showed the broken piece may be lodged higher in the venous system. Vascular consult done and surgeon recommended that the piece be left where it is.

Event description:
Registered nurse (rn) assessed the positioning of an introcan safety¿ IV catheter 20g x 1.25 fep (s) pt's on left hand near wrist of patient realizing that IV site not flushing. Rn removed this introcan safety¿ IV catheter 20g. The site of the patient's IV catheter 20g that was on left hand near wrist had a dressing that overlapped with another IV catheter 20g site dressing located on the left lower forearm. Resistance was not met when introcan safety¿ IV catheter 20g on left hand near wrist was removed. IV catheter that was removed from patient was compared to an unused 20g IV catheter and measured by charge rn. It was found that 2 cm of the used IV catheter were missing. Orders were received for venous ultrasound of left extremity. Patient stated that pain on his left extremity is a 0/10 at this time. Original packaging had been discarded. Patient had radiology studies which showed the broken piece may be lodged higher in the venous system. Vascular consult done and surgeon recommended that the piece be left where it is.

Event description:
Registered nurse (rn) assessed the positioning of an introcan safety® IV catheter 20g x 1.25 fep (s) pt's on left hand near wrist of patient realizing that IV site not flushing. Rn removed this introcan safety® IV catheter 20g. The site of the patient's IV catheter 20g that was on left hand near wrist had a dressing that overlapped with another IV catheter 20g site dressing located on the left lower forearm. Resistance was not met when introcan safety® IV catheter 20g on left hand near wrist was removed. IV catheter that was removed from patient was compared to an unused 20g IV catheter and measured by charge rn. It was found that 2 cm of the used IV catheter were missing. Orders were received for venous ultrasound of left extremity. Patient stated that pain on his left extremity is a 0/10 at this time. Original packaging had been discarded. Patient had radiology studies which showed the broken piece may be lodged higher in the venous system. Vascular consult done and surgeon recommended that the piece be left where it is.